Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd:, UDI#: (B)(4), h3: analysis found non-conformances and the recharger was subsequently scrapped. The recharger got hot after running it at donut end and displayed the following recharger failure message: poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they are getting system problem rm05 and rm06 since jan 2024 and the last couple days it has been difficult to charge the implanted neurostimulator. Patient stated they think they need a battery pack and paddle device. Patient stated they reset the controller and sometimes they can get the implant to charge. Agent asked patient to inspect the recharger (rtm) for damage and patient said there is no visible damage on the recharging antenna. Patient stated they are recharging the implant and getting excellent quality, controller 90%, implant red. Patient stated they have to lay on the rtm for 2hrs to charge the ins. Patient stated the controller looks beat up but working. Agent confirmed the controller charges up when plug into the outlet. Agent reviewed device function and recommend taking note of message or code and call back if the issue persist. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.